Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, ¿the force level of the spindle assembly is not intended to be adjusted in the operating room.¿ number 10 states ¿loss of spindle/anchor plug space may lead to fracture of the anchor plug traction bar if not revised.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00625 / 00626).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, cross threading was confirmed, however examination of returned device was inconclusive in determining root cause.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to a patient fall causing loosening of the stem. During the revision procedure, while the surgeon was tightening the compress nut, it would not thread properly. The nut was backed out and while attempting to tighten it again, the anchor plug fractured. A larger sized anchor plug was available to complete the procedure with no patient injury or delay in the procedure.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2015 due to a failed stem because the patient had fallen. During the revision procedure, while the surgeon was tightening the compress nut, it was not threading properly. The nut was then backed out and the surgeon began threading again. It was reported that the spindle was not compressed and after attempting to turn the nut one last time, the anchor plug snapped.